Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. An inspection on the returned rotor showed one of the rear guide pin have a missing guide sheaves (polymer sleeves). There are signs of wear markings on the pin. There are no discrepancies with the other three guide pins and sleeves. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. There is no damage occurred to any of the sleeves during testing.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood leaked from the bloodlines inside the blood pump of a 2008t machine during a patient's hemodialysis (hd) treatment. The biomed stated that the rotor pins of the blood pump are loose and possibly caused the damage to the bloodlines which resulted in the blood leak. There was no harm to the patient. The patient was able to complete treatment on the day of the event after being transferred to a different machine. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood leaked from the bloodlines inside the blood pump of a 2008t machine during a patient's hemodialysis (hd) treatment. The biomed stated that the rotor pins of the blood pump are loose and possibly caused the damage to the bloodlines which resulted in the blood leak. There was no harm to the patient. The patient was able to complete treatment on the day of the event after being transferred to a different machine. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.